Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that external pulse generator (epg) had a broken hanger. It was also indicated that the output connector assembly was broken, display wire was pinched, and main printed circuit board (pcb) was out of specification. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken hanger. The epg was returned for service. There was no patient involvement.